Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred during dialysis treatment and involved a tego¿ connector where the customer reported that during patient disconnection from the venous line to the catheter, there was air entrance in the catheter; it was immediately clamped and the tego was changed due to the risk of gas embolism to the patient. The customer further reported that the valve was installed on september 23, 2024, and was removed on 27th. It was disinfected with chlorhexidine alcohol. The customer reported that other products used in the setup were lovenox 4000ui, aranesp 30microgram, and taurolock urokinase. Manufacturer of lines used: nikkiso av18afb-p. The event occurred after the blood restitution, at the disconnection with the venous line. The tego valve was changed by another without a similar event. There was patient involvement, but harm was not reported as a consequence of this event.